Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronical photo was provided and reviewed. The photo shows that the one touhy-borst adapter, and the filter storage tube, inside the filter storage tube a filter was visible, dilator and a pusher catheter were seen. No other anomies were noted. Therefore, based on the photos review, the reported break and failure to advance is inconclusive, as no objective evidence was provided. A definitive root cause for the reported break and failure to advance could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter for deep vein thrombosis of both lower extremities through the access site of right common jugular venous. During the procedure, the pusher rod allegedly broken. The procedure was completed using another device. There was no reported patient injury.